Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to component failure.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine is not ultra-filtrating as it should and is frequently having test failures. There was no indication of patient harm or adverse event. The patient was able to continue and complete treatment with the same products. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon arrival the technician performed general inspection of hydraulics and there were no issues. He calibrated the ultrafiltration (uf) pump and conductivity. A functional test was performed successfully and the device was disinfected. The technician found a damaged horometer for which a part was ordered and would be replaced once received. The device was left in functioning order. This report was received from fresenius (B)(4).